Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies and corroded motor home switch. The insulin pump was returned missing the display window, the end cap sticker and the reservoir tube o ring. The insulin pump had cracked case at the display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that the pump turned off on him last night and he is unable to turn it back on. The customer stated that the plastic around the reservoir compartment is coming off. The customer stated that he does not know how the damaged occurred. The customer was advised to insert new aaa alkaline batteries. The customer stated that he does not have new batteries to test with the pump. The customer stated that the display did not return. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.